Event description:
A hydrothermablator (hta) procerva procedure set was used during a hydrothermablation procedure performed on (B)(6) 2012. (Patient weight is unknown). According to the complainant, a "fluid loss" alarm error message occurred during the ablation phase. It was confirmed that no cervical leak was observed when the alarm occurred. The procedure was aborted. Upon removal of the sheath, saline was visualized leaking from the cervix. Post-procedure, the physician observed a third degree burn. Silvadene cream was administered to the affected area. In addition, the patient was provided a prescription for the antibiotic keflex. Upon a follow up medical examination, the size of the burn has decreased. Additional follow up information from the physician reported that the burn has cleared. The burn is confirmed to be located from the right side of the vagina to the perineal area. The size of the burn is unavailable. There were no further complications reported with this event. The patient's current condition is "fine."

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.